Event description:
Blood glucose by finger stick performed at 1136 with a reading of 44. Repeated fingerstick on same hand but different finger at 1139 with reading of 296. Check tube sent to lab with a result of 96.device #1is this a laboratory device or laboratory test?yes.this problem involved: the instrument.which of the following problems did you observe:questionable patient results.please describe any follow up actions:repeated assay, still problems.other.if you answered other to question above, please provide additional comments:lab draw.